Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 7072294.

Event description:
It was reported that patient had loss of coverage of the pain area on the right side due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.